Event description:
It was reported that during a port placement procedure, the port allegedly would not draw back blood and then the well-kept filling with blood. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one clearvue isp implantable port attached to a catheter in two segments were returned for evaluation and three images were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The catheter segments and port were patent to both infusion and aspiration without issue. Therefore, the investigation is inconclusive for the reported reflux within the device and suction issues as there were no suction and no blood filling the port was identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly would not draw back blood and then the well-kept filling with blood. The procedure was completed using another device. There was no reported patient injury.